Event description:
The customer contacted physio-control to report that their device unexpectedly powered off multiple times while they were using it to monitor a patient. A back up device was available; however, it was not used. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the device's power pcb assembly and battery wire harness. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded the device's electronic records from the event for review and was able to verify the device powered off twice during the event. Physio-control further evaluated the removed power pcb assembly and observed there was contact corrosion on the surfaces of the connector pins of pcb-mounted jack connector, designator j11, due to wear. The corrosion caused high resistance to measure across the j11 connector contacts. Physio also examined the removed battery power cable assembly and observed contact corrosion on cable-mounted plug connector, designator p11, which plugs directly into pcb-mounted jack connector designator j11. The contact corrosion can cause increased resistance of the connector contacts which can result in an excessive voltage drop at the contacts when certain functions are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shut down or power cycle.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly powered off multiple times while they were using it to monitor a patient. A back up device was available; however, it was not used. There were no reports of any adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer.